Event description:
The customer called indicating that there were missing segments in the display. During the troubleshooting process it was determined that there was at least one missing segment form the 100s, 10s, and units place. A request was made to return the meter for evaluation. In the meantime a replacement unit was provided. No residents were tested after the display problem was identified by the customer.